Event description:
It was reported that a spectrum pump failed downstream occlusion test above the range (failed to detect a downstream occlusion). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion detection and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified and the device was within specification. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.